Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) for treatment guidewire broke. The patient underwent an anterior tibial recanalization. The v-14 control wire device was mounted in the rubicon guide catheter device. The rubicon device was passed through the introducer successfully. The devices were going to be placed in the anterior tibial artery. The v-14 wire passed easily through the artery but on the distal third of the artery, the wire was introduced inadvertently inside the collateral artery, and when trying to redirect the wire into the anterior tibial artery, approximately 5 mm of the tip of the v-14 wire broke and remained inside the collateral artery. The proximal part of the wire was removed and the distal broken part remained inside the patient. The wire tip was not retrieved as it was in a "non-problematic place". The patient remained stable and no further patient complication has been reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) for treatment guidewire broke. The patient underwent an anterior tibial recanalization. The v-14 control wire device was mounted in the rubicon guide catheter device. The rubicon device was passed through the introducer successfully. The devices were going to be placed in the anterior tibial artery. The v-14 wire passed easily through the artery but on the distal third of the artery, the wire was introduced inadvertently inside the collateral artery, and when trying to redirect the wire into the anterior tibial artery, approximately 5 mm of the tip of the v-14 wire broke and remained inside the collateral artery. The proximal part of the wire was removed and the distal broken part remained inside the patient. The wire tip was not retrieved as it was in a "non-problematic place". The patient remained stable and no further patient complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received with its original pouch, loaded inside the hoop. The distal tip was damaged, and some bends were present along the body. The tip was kinked and bent 141.5 cm from the proximal section. The poly tip was peeled, approximately 3 mm was without poly, exposing the corewire tip. Additionally the coating is scraped (peeled) along the entire body. The device appears to have been pulled/pushed against resistance. The guidewire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).